Manufacturer narrative:
The device referenced in this report was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that part of the bending section cover glue were missing on both the distal end and proximal end area. This phenomenon likely occurred when the physician withdrew the endoscope from the trocar. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that a portion of the bending section cover glue came off during an unspecified procedure, and fell into the pt. The physician recovered the fragment using an unspecified device. There was no pt injury reported.